Manufacturer narrative:
No motor error alarm or rewind anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had motor error alarm. Customer¿s blood glucose was 258 mg/dl at the time of incident. Drive support cap was normal. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. The insulin pump will be returned for analysis.